Event description:
A system error 2240 message appeared on the display of the home pt's homechoice machine during drain 1/4 of their automated peritoneal dialysis therapy. The home pt reported that their transfer set was connected to the pt line of the homechoice set at the time of the alarm. No pt extension lines were used and there were no unused supply lines during therapy, per the home pt. The home pt reported that they left the clamp on the pt line closed during the prime cycle. Baxter's technical svc ctr assisted the home pt in ending therapy. The home pt reported that they ended therapy and did a manual exchange the next morning. No pt injury or medical intervention was associated with this incident, per the home pt.